Manufacturer narrative:
On 1/15/2021, the mentor failure analysis lab has received the device for evaluation. Note: facility information: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. On 1/18/2021, the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 500cc breast implant had a crease/fold on the anterior view and extending to the posterior view. Additionally, a tear was observed within the crease/fold on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 500cc and suffered from ¿can hear crinkling sound ¿ and a bilateral deflation. As a result, the patient will undergo removal and replacement with mentor memorygel breast implant 535cc on (B)(6) 2020. This medwatch is for the left side.